Event description:
Pt had a severe reaction to plla retroscrews six weeks post-op. Pt had pain and swelling around the implants. There was a lot of inflammation. Surgeon removed implants, which were found to be white and a bit mushy, with a lot of bone absorption on screw. Culture taken showed no infection. Surgeon shaved and cleaned area, but did not re-implant anything at the time. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event implant returned is white and remains in one piece. From the info provided, the condition reported is most likely related to a pt specific event. Pt sensitivity to the material being implanted should always be considered prior to the procedure. Product dfu states: "foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation." This is the only complaint reported for this part/ lot number combination.